Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) ¿ stem. D6a - implant date: unknown month and day in 2024. D10: cat# 110010245 lot# 66226252 g7 osseoti 4 hole shell 54mm f, cat# 010000850 lot# 7156059 g7 neutral e1 liner 32mm f. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to pain and instability. Attempts have been made, and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Stem/head: part and lot identification are necessary for review of device history records, neither were provided. Radiographs were reviewed and identified the following: single ap view of the bilateral hips demonstrate right total hip arthroplasty with screw fixation of the acetabular cup. Normal acetabular inclination angle. No radiolucency. Question mild heterotopic ossification along the acetabular superiorly. A definitive root cause cannot be determined. Unable to confirm complaint. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.